Event description:
Pt is cared for by family member. Uses minimed 507c pump for blood glucose control. Family member noted the time settings on pump was zeroed out, and, on further checking, that basal rates were erased, with no insulin delivering. Reentered basal rates. At this time, approx 4pm blood glucose was 376. Called office the next day when blood glucose was found to be 463 at 10am. Family member believes pump was in suspend mode but does not recall placing it in suspend. No diabetic ketoacidosis symptoms reported. Suspect probable electrostatic discharge or cause for loss of basal rates.